Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted on (B) (6) 2009. (B) (4), the patient indicated "minor changes to natural lens, faint sparkles around lights at night. Consistent with pre-op prognosis of early stage cataract." This lens is implanted in the od. See MFR report# 2023826-2010-00586 for the other eye. Additional information was requested from the surgeon but not yet received. If any additional information is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - a work order search was performed and there was one similar complaint found. (B) (4).

Manufacturer narrative:
Evaluation: medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl -implantation. The patient in this case is over 45 years of age. Furthermore, the cataract present was noted pre icl implantation. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6- to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusion: (no device failure) - based on the complaint history, work order search and medical review, the root cause of the event is natural age lenticular progression and off label usage of the device.

Event description:
Additional information was received from the surgeon confirming the patient's report of minor changes to the natural lens and the early stage of a cataract. The 4 surgeons indicated that the cause of the condition was "age, natural lenticular progression. Mild cataract was present pre-op". The condition is ongoing and patient may need cataract surgery someday. Not visually I significant with a 20/25+2 va.